Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device migrated from its original position. The surgeon attempted to reposition the device, (B)(6), 2014 however was unsuccessful. During the same procedure, the device was explanted and the patient was reimplanted with a new device.